Manufacturer narrative:
The biomed reported that the blower was replaced to address the issue.

Event description:
The customer reported blower temp high. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported that the v60 has an alarm blower temp high. The customer verified the error code in the significate log. The biomed technician could not duplicate the complaint. It was reported that the unit ran for many hours and no issues were found. The air inlet filter looked fine, and the cooling fan is operational per customer. Product support recommended to perform the pvt, and parts as needed. The customer will test the unit and order parts as needed. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. Patient information and repair information were requested from the customer, but no response received.